Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was confirmed due to the finding of a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.